Manufacturer narrative:
The suspect device will not be returned to the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. Access via guidewire was established. The clottriever sheath was inserted. The procedure was going smoothly until the patient felt pain. X-ray was utilized to obtain visualization and a clinical support staff member noticed the end of the sheath¿s funnel was slightly curved. The patient was supine, in a frog-leg position. The doctor decided to remove the clottriever sheath to check it. There was not much resistance felt by the surgeon when removing the sheath, but upon inspection, the funnel was missing. The doctors performed a venous cutdown to remove the funnel and then closed the right popliteal access.